Event description:
It was reported session records were obtained from 13 december 2021 for a device suspected to have reached reached elective replacement indicator (eri) level and the remaining longevity was 6 months. The cardiologist reported the patient died on (B)(6) 2022. The cause of death is currently unknown. Further information was requested but is not yet available.

Manufacturer narrative:
No malfunction was observed or alleged on the device and the physician did not allege the device caused or contributed to the patients death. Further information was requested but is not available.